Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 2 years post implant, the pt was admitted with significant markers of hemolysis and heart failure symptoms. The pt was taken to the operating room for extracorporeal membrane oxygenation (ECMO) implantation. During the implantation, the surgeon cut the drapes for improved access and the percutaneous lead was cut. Alarms were consistent with pump off, 0 rpm, low flow. The surgeon recognized the problem immediately, and performed a repair using surgical tools and electrical tape. The pump was restarted after approx 4 minutes. The following day a percutaneous lead repair was performed in the intensive care unit by thoratec personnel. The pt expired on (B)(6) 2013. The reported cause of death was heart failure and multi organ failure caused by pump thrombus.